Event description:
It was reported that the device reached elective replacement indicator (eri). Diagnostic testing and troubleshoot was performed in an attempt to determine the cause for the unexpected longevity. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device memory found the elective replacement indicator (eri) is the result of high internal battery resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory found the elective replacement indicator (eri) is the result of high internal battery resistance. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on 2013-(B)(6), prior to explant. Ramware version 3 was installed on 2010-(B)(6). High battery impedance leading to eri. (B)(4).